Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer tried to rewind and the alarm went off again. Customer's blood glucose was 7.2 mmol/l. Customer changed the infusion set and stated that the pump had not been knocked or dropped. Customer stated that the pump was not exposed to magnetic fields and they are on insulin pens at the moment. Customer was advised that the pump will need to be replaced.